Event description:
On may 11th, 2000 an employee at the user facility rec'd a needle stick on the hand while attempting to deposit a sharp in the container. Kendall quality assurance department was notified of this event on may 16, 2000.